Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that some other stimulation healthcare professionals mentioned that the leads could be moved some after anchor deployment. There was a report of the stimulator leads moving after being anchored. It was later reported that no stimulation leads were involved with the patient and that was totally off the call. No symptoms were reported. If additional information is received, a follow up report will be sent.